Event description:
Intensive care unit nurse was present at the insertion of the im3.st licox bolt placement. The im3.st triple lumen was placed. The cc1.sb (oxygen probe) and the c.8 (temperature probe, lot number 190403) were inserted and were functioning properly. The trocars were removed without difficulty. An attempt was made to try to insert the 110-4l catheter down the icp channel. The 110-4l had an visible metal sheath, which seemed to prevent the catheter from going down the lumen completely. The surgeon removed the entire triple lumen and small plastic fragmented peices were noted at the end of the bolt. It appeared that small peices may have been left in the brain but the nurse reported all small peices were removed from the burr hole site. It is not clear if the surgeon loosened the compression cap to remove the 110-4l or if they removed teh entire bolt with the cc1.sb and the c.8 still in place without loosening the compression cap. The surgeon drilled another burr hole and placed an intracranial pressure catheter only. Additional information was requested and received. This reported incident occurred at the time of placement of device. The patient had a thick cranium and the compression cap was released/unscrewed prior to removal of im3.st.